Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocervical squamous metaplasia, paratubal cyst, menorrhagia, hypertension, uterine fibroids and (B)(6). Concurrent conditions included chronic cervicitis and uterine enlargement. Concomitant products included hydrochlorothiazide and valaciclovir hydrochloride (valtrex). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (laparoscopic hysterectomy; bilateral salpingoophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: bilateral tubal occlusion confirmed. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.